Event description:
Reporter indicated a pt underwent lead and generator revision surgery due to a lead discontinuity. A lead break was visualized during the surgery. The pt had no trauma and did not manipulate the vns. The explanted lead and generator have been requested for return.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.